Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured at 6 atm. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
D4: lot number: corrected.

Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured at 6 atm. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
D4: lot number: corrected. Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak just proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. No issues or damage was noted with either markerband.

Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured at 6 atm. The procedure was completed with a different device. No patient complications were reported.